Event description:
An ms26 syringe driver was involved in an incident whereby a pt being treated at a hospital received an overinfusion of morphine. Suspected tampering. Pt given narcan as an antidote and recovered. Pt has since died but post mortem results do not indicate that this overinfusion was a factor in the pt death. Police investigating this incident as an attempted murder and suspect has been arrested. Police have taken the device away for forensic investigation and will be contacting mhra for further instructions. No further info available at present.